Event description:
A report was received from (B)(6) stating during insertion of the trocar, the surgeon found the knife was not sharp enough and it broke. The patient experienced severe bleeding insertion was completed with a 20 gage mvr knife. Additional information received states the bleeding wasn't serious and stopped naturally without special treatment or procedure. The surgeon considers this unrelated to the device.

Manufacturer narrative:
One opened bl5523 pack from lot u7850 was returned. The mvr 20ga knife was not returned. However, the foam tip protector for the mvr 20ga knife was lying loose in the pack tray. There was an esa hub and sleeve assembly inserted into the side of the foam tip protector. One esa trocar knife with hub and sleeve assembly was returned loose in the pack tray. The tip protectors were not returned. The hub and sleeve assembly was on the shaft, as it should be. There are particulates and debris visible on the tip of the blad / knife. Microscopic examination found the tip of the blade/knife is bent curled. The cause of the damage cannot be determined due to the returned condition (loose in the pack tray with no tip protector). The sterilization and lot history records were reviewed and found to be acceptable.